Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported system error 322 alarm which was reproduced at power up during evaluation. A review of the event history log identified multiple presence of system error 322. The reported condition was verified. The cause was determined to be a failed lower auxiliary assembly which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during patient infusion. This resulted in a delay of infusion for 5 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.